Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000100840.

Event description:
It was reported that during the patients ipg replacement it was discovered the patient's lead migrated. As a result, the lead was explanted and replaced to address the issue. Related manufacturer reference number: 3006705815-2022-18457.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.